Event description:
It was reported that surgery time was delayed by one hour due to complications with device usage. Surgeon used a different liner and the surgery was completed without any further incidents.